Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient complained of feeling discomfort and had visited the hospital where a surface electrocardiogram showed pacing failure on the right ventricular (rv) lead. Noise was also noted as well as pacing impedance measurement which were out of range in the bipolar configuration. When the ventricular polarity was measured in the unipolar configuration the pacing impedance measurements were within normal range and a decrease in pacing thresholds was noted compared to the bipolar configuration. The device was programmed to unipolar. The patient was hospitalized, but the revision procedure will be performed in the near future. An x-ray was not performed. No adverse patient effects were reported.